Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to blood glucose (bg) level of 900-1000 mg/dl range and diabetic ketoacidosis. Customer¿s bg was treated intravenously with saline and insulin. The customer was discharged on (B)(6) 2022 with no permanent damage. Reportedly, the customer was using pump supplies beyond labeling. Tandem technical support informed customer that using pump supplies for more than 48 to 72 hours is off label per the user guide. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider.